Event description:
During a device change out, lead impedance measured low when connected to the new device. Fluoroscopy showed insulation abrasion near the connector pin. No externalized conductors noted. The physician decided to leave the lead implanted. No electrical issues observed.

Manufacturer narrative:
No medwatch form was received.